Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges when her care giver is pushing her the hand grips are coming off causing care giver to loose control of the wheelchair. MDR filed.